Event description:
On january 18, 2024, the reporter of the lay user/patient contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio reflect meter displayed an inaccurately low result compared to another device. The complaint was classified based on the customer care agent (cca) documentation of the initial call and on additional information obtained by the medical surveillance specialist (mss) after listening to the call recording, since the patient was not willing to answer questions during a follow up call. During review of the call recording, the mss noted that the reporter stated that her husband was transported in an ambulance on january 18, 2024, at 2 am, due to the subject meter giving inaccurate readings. When the ambulance arrived, a comparison was made between the subject meter and the ER meter with a time difference of approximately two minutes. The subject meter gave a blood glucose reading of ¿331 mg/dl¿ and the ER meter gave a reading of ¿500 and something mg/dl¿. The reporter stated that her husband manages his diabetes with unspecified insulin, however she did not report whether he made any changes in response to the alleged inaccurate readings. The reporter did not specify whether her husband developed any symptoms, nor whether he received any medical treatment at the ER. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. The cca established that the test strip had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.